Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display was abnormal. The customer blood glucose was 268 mg/dl at the time of the incident. Troubleshooting was not performed. The screen turns gray. Customer declined to troubleshoot for high blood glucose level. Customer will get a call back for a troubleshoot. The insulin pump will not be returning for analysis.